Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had migrated, causing ineffective therapy. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Therapy was restored in post-op.